Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering as much insulin as expected. Customer removed infusion set and requested a bolus, but did not see the requested amount of insulin being expelled. Customer's blood glucose was between 171 mg/dl and approximately 451 mg/dl. Customer administered a manual injection to resolve bg. Despite multiple attempts, customer technical support was unable to obtain any further information.